Event description:
It was reported that a radix-anker post separated approximately ten months after placement; the separated piece was retrieved and a new post was placed.

Manufacturer narrative:
While no injury resulted in this event, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.